Event description:
It was reported that during the left internal carotid artery multiple aneurysm embolization procedure, the physician deployed a flow diverter at the target lesion, however the tip of the flow diverter did not attach to the vessel wall properly even after using a guidewire to massage it. The physician decided to deploy the subject stent at the tip of flow diverter to help it to attach to the vessel wall. However, the subject stent went into the microcatheter hub and got stuck. The physician tried to push the subject stent and the stent went into the microcatheter and deployed prematurely within the microcatheter. The subject stent was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿ updated. Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the device returned together with microcatheter. The stent was found to be deployed inside the proximal part of the microcatheter. The stent was found to be attached to the broken off distal end of the sdw (stent delivery wire). The stent with broken off part of the sdw were found to be wrapped around the microcatheter inner coil. The stent and the tip could not be released. The stent was found to be deformed. The broken off distal part of the sdw measures approx. 5 cm from the tip. It broke off at the proximal bumper of the sdw. The sdw was found to be kinked bent in multiply areas. The stent introducer sheath was found to be intact. During functional inspection, stent difficult/unable to transfer functional test was unable to perform as the stent was found to be deployed. Stent deployed prematurely during use functional test was not applicable. The issue confirmed during the visual inspection. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent difficult/unable to transfer could not be duplicated; however, the analysis results are consistent with the reported event. The reported stent deployed prematurely during use was confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on functional and visual inspection. The event description indicates 'the operator deployed a stent, but the stent tip was not attached to the vessel wall properly even after using guidewire to message the stent. So, the operator decided to use microcatheter to deliver a stent to the tip of the stent to help it to attach. However, after the stent went into hub of microcatheter it got stuck. The operator tried to push it and the stent went into microcatheter and then deployed inside the microcatheter'. Additional information provided by the customer indicated that the device was prepared as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. During analysis, the stent was found to be deployed inside the proximal part of the microcatheter and the stent was noted to be attached to the broken off distal end of the sdw. The stent and the broken part of the sdw was found to be wrapped around the microcatheter inner coil. The stent and the tip could not be released. The stent was found to be deformed. The sdw was broken at the proximal bumper of the sdw. The sdw was found to be kinked bent in multiply areas. The stent introducer sheath was found to be intact. It is probable that during insertion process, force was used to try and place the stent in the intended area, but due to the level of manipulation used the device was extensively damaged and the stent was unintentionally deployed as seen in the analysis of the returned device. An assignable cause of ¿procedural factors¿ will be assigned to the as reported ¿ stent difficult/unable to transfer¿ and ¿stent deployed prematurely during use¿ and the as analyzed ¿stent deployed prematurely during use¿, ¿sdw broken/fractured during use¿, ¿sdw kinked/bent¿, ¿stent deformed¿, ¿sdw stuck in stent¿ and ¿device interaction with another device¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the left internal carotid artery multiple aneurysm embolization procedure, the physician deployed a flow diverter at the target lesion, however the tip of the flow diverter did not attach to the vessel wall properly even after using a guidewire to massage it. The physician decided to deploy the subject stent at the tip of flow diverter to help it to attach to the vessel wall. However, the subject stent went into the microcatheter hub and got stuck. The physician tried to push the subject stent and the stent went into the microcatheter and deployed prematurely within the microcatheter. The subject stent was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.